Event description:
The surgeon hand sewed the anastomosis, after the device malfunctioned and the ileostomy was done as a precaution. The pt has been discharged, and the ileostomy has not been reversed as of this time. The ileostomy was going to be reversed within 3 to 6 months, but will now be postponed, because the pt is going to have some additional therapy. The pt is doing fine.

Manufacturer narrative:
Date sent: 05/27/2009. Info anticipated, but unavailable at this time.